Manufacturer narrative:
Device passed the displacement test, rewind test, sleep current measurement and active current measurement, however device failed prime seating due to corroded motor home switch and corroded electronic assemblies. Unable to perform basic occlusion, force sensor, and occlusion test due to prime/seating anomaly. No unexpected pump error 38 noted. Motor was tested outside device and passed. No unexpected battery power loss during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was 220 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.